Manufacturer narrative:
There is no suspected device failure. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: hsu, j. C., badhwar, n., gerstenfeld, e. P., lee, r. J., mandyam, m. C., dewland, t. A., kourtney, e.I., kurt, s.h., vasanth, v., byron k.l., zian h.t., melvin m.s., jeffrey, e.o., and marcus, g. M. (2013). Randomized trial of conventional transseptal needle versus radiofrequency energy needle puncture for left atrial access (the traverse la study). Journal of the american heart association, 2(5), e000428. As per this article, "in the rf needle arm, 1 patient was found to have a pericardial effusion detected by ice after conclusion of the la ablation procedure (3 hours after the transseptal puncture)."